Event description:
It was reported that during an rv (right ventricular) lead revision due to lead dislocation, blood was noted in the atrial connector. The device was explanted and replaced, and the rv lead was apparently revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a damaged atrial grommet, and blood/body fluid were noted in the atrial connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.